Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets underinfused during chemotherapy treatment. The sets were used with a sigma iq infusion pump and a non baxter device. It was further reported that the pump was programmed at 577ml/hr with a volume to be infused of 300ml. The reporter stated that after 30 minutes of infusion, the pump notified that the infusion was complete; however 150 ml was left in the bag. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.